Event description:
Caller states: during pretesting of the device, the cuff developed a leak. Caller confirmed no patient involvement. No further details regarding testing of the cuff were provided.

Manufacturer narrative:
The sample associated to this report is expected to be returned.